Event description:
In an unstable post operative cardiac transplant pt, the pressure bag for the arterial line and pa catheter did not maintain proper pressure. This required the rn to pump the pressure up every 30 - 60 minutes. Putting the pt at risk of losing these important lines. The stopcock was in the upright correct position. The bag was removed and another placed. No harm to the pt.